Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10. Fields b5, d4, d6a, h4 and h6 updated.

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2017, the surgeon discovered posterior stabilized post to be broken. The patient reported instability of the joint as a consequence of this issue. This adverse event was solved by revision surgery on (B)(6) 2024, in which the gii ps hi flex isrt sz 7-8 9 was exchanged. Current health status of patient is unknown. No further complications were reported.

Event description:
It was reported that, after tka surgery had been performed in 2017, the surgeon discovered posterior stabilized post to be broken. This adverse event was solved by revision surgery on (B)(6) 2024, in which the gii ps hi flex isrt sz 7-8 9 was exchanged. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
H10. Internal reference: (B)(4).